Manufacturer narrative:
Other text: device evaluation: the pump was returned to manufacturing for investigation. All labels were still intact. / no physical damaged was found on the device. The event history log confirmed that there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on february 5 and 8, 2023. Function test was completed it could not confirm the customer reported issue. As a preventative measure the downstream occlusion sensor was replaced. The upstream sensor was re-calibrated. Product is beyond 9 years from manufacture date of 2013-07 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no message frequently. No patient injury reported